Event description:
It was reported customer was trying to prime the insulin pump. When customer pressed the act button it would take a while to respond. Customer stated the piston does not respond when priming. Customer also reported the buttons on the device stopped functioning. Customer's blood glucose was 5.3mmol/l. Customer reported the issue started a year ago and it tend to occur when the device gets a little wet., as a significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. Unable to confirm prime anomaly due to the unresponsive buttons. The device was received with minor scratched lcd window and cracked reservoir tube lip. No moisture damage on the motor or electronic assembly noted during visual inspection.